Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2020. Additional information: h6. Additional h3 investigation summary: two photos were provided for analysis. Upon visual inspection of the pictures, a tangled suture at the open foil of product code 636 could be observed. Additionally, for this product code the manufacture date and expiration date are printed on the overwrap packet and no on the foil. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The doctor found the suture was frayed when he took it out the packaging. It did not have an expiry date or batch number on the packaging. Another suture was opened to complete the procedure. There were no adverse patient consequences reported.